Event description:
Caller reported a potential false negative urine hcg result with clearview 25 hcg combo on one pt vs. Ultrasound and serum. Pt in her early twenties was admitted for follow up on pregnancy. The pt was diagnosed as 6 weeks into pregnancy by ultrasound and serum test (result >100,000 miu/ml). Pt's morning urine was negative. No further pt info was provided. Physician did not believe the urine hcg test results. Update from customer indicated hat no pt sample was available. Customer did not want to provide product info.

Manufacturer narrative:
Conclusion: customer did not provide lot number. Hcg serum was quantified at >100,000 miu/ml. Hook effect cannot be ruled out. Unable to perform further investigation without pt sample in-house or lot number. No corrective action required at ths time as no product deficiency was established.